Event description:
Surgery in 2005 after three weeks of being implanted, locking cap (10-lcap) came off of construct. This was noticed via x-ray. Doctor has chosen to leave this implanted and that this poses no risk to pt.